Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore tag thoracic endoprosthesis instructions for use, the safety and effectiveness of the gore tag thoracic endoprosthesis has not been evaluated in patient populations with acute and chronic dissections.

Event description:
In 2006, the patient was implanted with a gore tag thoracic endoprosthesis for a chronic type b dissection. At an unknown date, a CT scan demonstrated the proximal portion of the aneurysm enlarging. In 2008, the patient underwent a successful reintervention in which another gore tag thoracic endoprosthesis was implanted. The patient is reported to be in good condition. The physician did not consider the event to be device related.